Event description:
It was reported that, "two 3.5mm locking screws backed out of the medial plate. The plate is pulling away from the bone and the whole construct is on the verge of falling apart. There may need to be a revision to fix the issue. So far it has been treated with a cast non-operatively. Doctor is concerned that the locking screws are not locking into the plat properly."

Manufacturer narrative:
The device is not available for eval as it is still implanted. If add'l info is provided, the eval results will be submitted in a supplemental report. This is the same pt/event as MFR # 8031020-2011-00270.